Event description:
(B)(6) deputy leader of the surgery department, reported via our sales rep (B)(4), that he stated during the surgery that the locking mechanism of the slap hammer handle failed to function. According to his information the surgery was completed successfully by using a replacing device without any impairment of the patient.

Manufacturer narrative:
Evaluation summary: the investigation concluded that the exact cause of the event could not be determined because, the event could not be reproduced in functional testing. In functional testing, the slap hammer was able to mate with a femoral impactor extractor properly and be used to impact and then extract a triathlon femoral component from 30 pcf saw bone. It is likely that the device that mated with the slap hammer, the femoral impactor extractor, was a factor in this event and was likely damaged in a way that it could not mate properly. This device, however, was not returned for evaluation. The device manufacturing history record indicates no reported discrepancies. There have been no other reported events for the 'cryc01' lot code.